Event description:
The physician claims the graft was implanted in a trauma patient for a thoracic aortic procedure. There were no issues during the implant procedure and prior to closure, the graft seeped a greater than usual amount of blood through its walls for 20 to 30 minutes after hemostatic agent were applied. The exact amount of blood lost through the graft is unknown and appears at this time to be unattainable. The wound was closed. The graft was left in. There were no post-operative issues for the patient.

Manufacturer narrative:
Since no product was returned, the complaint could not be confirmed or denied. Following investigation and the available information from the complaint source, our conclusion as to the most probable root cause is unknown to us. Note: items marked "ni" are not attainable at this time. Should such information become available, it will be included in a follow-up report. The device history records were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution-there are no similar incidents against this batch.